Event description:
It was reported that a smv dsti nuclear camera collimator fell from one of the system's two detector heads. The problem occurred while the operator was setting up to perform a patient scan. Although a patient was on the system's table, the table was not immediately beneath the detectors at the time. The collimator did not strike anyone and no injuries were reported.